Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl. Cause was not known. Reportedly, the customer lost consciousness, was very tired and had lower leg pain due to bg level. Customer's wife provided juice and glucose gel in attempt to address bg. Emergency medical services (ems) was contacted and provided intravenous (IV) sucrose to further address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.